Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) experienced a syncopal episode and incurred a fall. The physician stated that the device did not properly sense the tachyarrythmic episode.